Event description:
Upon interrogation, the device reported that the hv lead impedance was out of range. Possible circuit damage was observed. During explant no visible scratch marks in the pocket were observed. The lead was intact, and there was nothing that suggested an output anomaly or insulation damaged. The lead was capped.

Manufacturer narrative:
No medwatch form was received.